Event description:
Caller reported ongoing occlusion alarms, all resolved by changing the infusion set and cartridge before resuming insulin. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer used fiasp brand insulin, tandem technical support provided off-label insulin messaging, which the caller acknowledged. The customer continued to use the pump for insulin therapy.